Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinician narrative: an impella cp was inserted via the right femoral artery in a 62-year-old male presenting with acute myocardial infarction and cardiogenic shock. Coronary intervention was performed with percutaneous transluminal coronary angioplasty and stent placement to the left anterior descending coronary artery. The device purge solution consisted of 5% dextrose in water. Past medical history was not provided, and the cardiogenic shock stage was not documented. During the course of support, a moderately sized hematoma was identified at the femoral access site during assessment of the independently placed impella cp. The event description noted a suspected possibility of arterial tenting of the right femoral artery associated with device positioning and access site tension. The hematoma was outlined for monitoring and the interventionalist was notified. Hemostasis management was implemented to address the access site bleeding. The reported patient experience included hematoma formation and hemostasis related to an exit site bleed. Comprehensive review of the available information indicates that access site bleeding and hematoma formation are recognized complications associated with large-bore arterial access and interventional cardiovascular procedures. Contributing factors may include patient anatomy, arterial access technique, anticoagulation status, and procedural manipulation during complex coronary intervention. The patient survived the procedure.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hematoma (access site adverse event) could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
Additional information: h6 investigation type updated to b18. New information states that the hospital discarded the device. It will not be returned.